Manufacturer narrative:
Concomitant medical products: dtba1d1 crt-d: implanted: (B)(6) 2014. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a red alert notification indicating that a lead integrity alert was triggered for right ventricular undersensing. It was noted that the patient¿s presenting rhythm was showing an agonal rhythm and that the ventricular morphology was irregular and some beats were undersensed. The right ventricular (rv) lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.